Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following implant the patient presented for post-op testing. Upon interrogation, the right ventricular lead was found to be dislodged through x-ray, and lead was also exhibiting intermittent capture. Lead was repositioned same day and patient was discharged.